Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 125-134mmol/l were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated 3 times a day, followed by a qc run. A field service engineer (fse) determined the analyzer was functioning within specifications. No repairs were made. Pre-analytical sample handling was discussed with the customer. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.